Manufacturer narrative:
Analysis is taken from a trending report of evaluations of adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The patient reported peeled a small area of skin away from under the wafer during device removal. The patient indicated she may not have applied enough tension to the area prior to removal. The patient indicated the area was uncomfortable and red. She has been treating the area with antibiotic ointment and the area is healing well.